Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon rupture at 10atm within 20 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.